Event description:
It was reported that this right ventricular (rv) lead was explanted due to intermittent threshold capture which was confirmed via threshold testing. A new lead was placed. No additional adverse patient effects were reported.